Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique and acquired peritonitis coincident with peritoneal dialysis therapy. This was manifested by abdominal pain and cloudy effluent fluid. The patient had been hospitalized for an unreported indication. The patient was treated with 25mg vancomycin and 25mg amikacin (route and frequency not reported). The cause of this event was a breach in aseptic technique. At the time of the report, the patient had been retrained in aseptic technique. The patient status was unknown. No additional information is available.